Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for high pressure. It was noted that the pump was checked for clamps or kinks in the line. The patient switched pumps as the source of the alarm was unable to be determined. No adverse patient effects were reported.